Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the probable cause of the malfunction would likely be corrosion of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed and the sdi having no image unable to be reproduced. There was no fluid ingress to the upper circuit board. Additional testing did find corrosion on the circuit at the edge of the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera video system center serial digital interface (sdi) had no signal output. The issue was found during preparation for use in a diagnostic gastroscopy. The procedure was completed using a similar device. There were no reports of patient harm.